Event description:
It was reported that during an angioplasty procedure, the viva catheter balloon separated from the shaft. The lesion to be treated was a stenotic lesion in the ostial and proximal left anterior descending (lad) coronary artery. During preparation they noticed that the balloon of the viva catheter had separated from the shaft. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.